Event description:
A dye study was performed the morning of the report and the catheter was not able to be aspirated. The patient had back surgery for another condition (stenosis, according to patient) on (B)(6) 2015. The healthcare provider reported a collection of csf and suspected a csf leak, though the patient reported no symptoms. The healthcare provider suspected that perhaps the catheter was damaged during the surgery, so requested a dye study to determine if the catheter was patent. A revision was scheduled the week of the report. The patient was still in-patient from the back surgery. The patient status at the time of the report was noted as alive, no injury. On (B)(6) 2015 it was reported that the revision was done and the intrathecal segment remained intact. The pump was used to deliver dilaudid. No patient outcome was reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).